Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported prior to coil non-detachment; no issues were encountered. No pushwire damage was observed after removal from the patient. The cause of the event was not determined. Continued issue with axium coil resistance issues.

Manufacturer narrative:
Fdm code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ID-1-5 (lot: unknown); product ID ID-1-5 (lot: unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a tumor embolization procedure involving the middle meningeal artery branch, there was  non-detachment of the axium prime es coil. The axium prime es coil was prepped, hydrated, and inserted into the middle meningeal artery without initial issue. However, multiple attempts to detach the coil using the medtronic instant detacher were unsuccessful, including three attempts with the first detacher, three attempts with a second detacher, and one manual attempt. The coil remained undetached and was removed without issue. There were said to be no issues with the instant detacher. The patient's blood flow was normal, and their vessel tortuosity was severe. The patient did not experience any injury or complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to coil non-detachment, no issues were encountered. There was no pushwire damage observed after removal from the patient. The cause of the event was noted to be a continued issue.